Manufacturer narrative:
Additional information: h3, h6 (add additional codes) and h10. Correction to d4 lot #. H10: a companion sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted related to the patient cap; the cap was in place and was not loose/did not fall off while handling the disposable set. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the of green cap (patient line cap) of an unspecified number of amia automated pd cycler sets ¿falls off¿. This was observed during unspecified process steps of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.